Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was a retention patient and was concerned that voiding felt slow and took longer and the patient was not given a "hat" for volume measurements. A later call determined that the patient felt that they should be having more urgency to go and a follow-up call determined that the day of the follow-up was better, but the day prior to the follow-up call was an even better day because the patient was having urgency, but that was not the case on the day of the follow-up. A third call from the patient determined that the patient's lead was coming in and out of their back when the patient bends over. The patient's healthcare provider (hcp) advised the patient to put tape on the lead until monday and the patient was unable to adjust stimulation on any program. A final call from the patient reported that the lead extension had been severed and the patient did not know how it happened. Additionally, the patient reported that they woke up unable to void and that was when they noticed the lead was broken and comes out when they bend over. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.